Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had high impedance and thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo. The presence of a lead removal wire stuck and severe explant damage prevent electrical continuity testing. Visual continuity inspection was performed for the entire conductor¿s length using destructive testing. Concomitant medical products: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2002; product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).